Event description:
User facility reported, during a pt angiography using the acist contrast injection system, model cvi, the injection system injected approx 20cc of contrast media into the pt's artery without the user activating the injection system to inject. There were no pt adverse health effects. The user facility discontinued use of the injection system.

Manufacturer narrative:
The user facility reported the event to acist on (B)(4) 2014. Acist instructed the user facility to discontinue use of the acist angiographic contrast injection system, model mci, and arranged for the injection system to be sent to acist for testing and eval. Acist requested the consumable kits be returned with the injection system, but the user facility had discarded the consumable kits. The injection system was received at acist on 05/02/2014. Testing of the acist angiographic system, model cvi, serial number (B)(4), was completed on 05/05/2014. There was no evidence of device malfunction based on the testing of the injector system. Based on the info from the injection system's downloaded log file, the injector system was operating normally. There was no indication in the downloaded log file that the injection system injected contrast media without user command, but based on the info provided by the user facility, a malfunction may have occurred. The cause of this event is inconclusive. This report is closed.